Manufacturer narrative:
(B)(4). The screw was returned for evaluation. Visually confirmed mas disassembly. Dimensional inspection of relevant mas head, crown, retaining ring, and bone screw dimensions did not identify out of specification condition. Witness marks noted on surface below retaining ring pocket suggest retaining ring was at least partially seated, consistent with intraoperative disassembly. Wear noted at the upper side corner of retaining ring pocket corner. No witness marks, wear or damage noted on vertical or lower retaining ring pocket wall. Retaining ring assembly witness marks noted on complaint return mas notes did not break the bottom edge of the 8.1mm diameter surface, suggesting the retaining ring may have stopped here, and not engaging in the retaining ring pocket, resulting in insufficient retention of the bone screw head. Comparative testing performed on sample mas assembly in severe axial impact in order to induce disassembly resulted in significant witness marks located on the head of the bone screw head and resulting in retaining ring shearing (retaining ring not displaced from the ring pocket). No damage noted to retaining ring or ring pocket; witness mark noted on bone screw head. Comparative testing performed on sample mas assembly in severe bending moment in order to induce disassembly resulted in significant damage and deformation of the mas head and interfacing driver threads. No thread damage noted on complaint returned mas head. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusionat l4-5. It was reported that while trying to remove the screw extender from the screw, the tulip disengaged from the shaft and remained on the extender. The screw was removed and replaced with a new pedicle screw. No patient complications were reported.